Manufacturer narrative:
The w3 premium white brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that two tufts of bristles from the w3 premium white brush head came out and got caught in their spouses throat. Avoided bristles going down their throat. No injury reported.